Event description:
It was reported that noise was seen on electrogram (egm) and short interval count (sic) was greater than 300. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5076-52, crdm non-defib lead, implanted: (B)(6) 2011. (B)(4).